Manufacturer narrative:
Eval summary: depending on bone quality and anatomy, the amount of press fit may be less than desired in some situations. It was determined that risks associated with humeral stems fitting loose are significantly lower than when stems fit tight. No x-rays were returned. The event info provided indicates that the surgeon may have not followed the current surgical technique. It appears that surgeon could have followed a previous revision of the surgical technique but utilized new instrumentation. This could produce the less than desired amount of press fit. The surgery was completed using an older technique and instruments to produce the desired fit. However, the exact cause of failure cannot be determined with certainty. Part meets print spec where measured. Device history records indicate all components were manufactured and inspected to spec. No mfg abnormalities could be detected.

Event description:
It is reported that the surgeon used new distal reamers for the humeral component, but the implanted stem fit loose. Other instrumentation was used to implant a stem one size larger.